Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump failed the selftest due to lack of audio. Unable to download pump history file due to this alarm is generated when a power failure is detected during testing. No audio caused by moisture damage on the electronic assembly and motor. Missing segments/partial display not confirmed.

Event description:
Weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had started buzzing, beeping and the screen started flashing white. The customer¿s blood glucose level was 228 mg/dl at the time of the incident. Customer stated the device was exposed to moisture. The troubleshooting was performed but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.